Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint and completed device investigations. Failure analysis neither confirmed nor replicated the reported issue. The instrument was found to have no missing components from the distal end. The instrument was returned with a cut energy cable. The instrument grips¿ ceramic dots were all present. The instrument was placed and driven on an in-house system without recognition or engagement issues. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, white fragments from a vessel sealer extend instrument¿s joint fell into the patient. The fragments were retrieved laparoscopically during the same procedure. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after sealing with the vessel sealer extend instrument, the customer ¿noticed that there were some fragments in the patient¿s body.¿ it was reported that the vessel sealer extend instrument was used for less than 10 minutes when the fragments were identified. The instrument was inspected prior to use and not removed throughout the procedure. No post-operative tests were conducted. It was reported that no post-surgical complications occurred.